Event description:
Reportedly, on (B)(6) 2014, the message ¿aida memories are not activated¿ was displayed in the diagnosis sections of the device memories screens and no data is available. It was reported that the device was interrogated following the connection of the leads during the implantation procedure.

Event description:
Reportedly, on (B)(6) 2014, the message ¿aida memories are not activated¿ was displayed in the diagnosis sections of the device memories screens and no data is available. It was reported that the device was interrogated following the connection of the leads during the implantation procedure.